Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg had stopper creep out or loose closure , clotting/micro clots/fibrin clots, and poor barrier separation of sample. The following information was provided by the initial reporter: the centrifugal effect is not good, there are blood clumps and blood spots in the separation gel, and almost 80% of the blood collection tubes have problems. The event description was translated from (B)(6) to english.

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg had ctopper creep out or loose closure , clotting/micro clots/fibrin clots, and poor barrier separation of sample. The following information was provided by the initial reporter: the centrifugal effect is not good, there are blood clumps and blood spots in the separation gel, and almost 80% of the blood collection tubes have problems. The event description was translated from chinese to english.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for investigation. Therefore,10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper creepout/pop off issues as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.